Event description:
Revision surgery - the pt suffered from a dislocation a week after her initial surgery. The surgeon removed the poly and replaced it with a more secure and stable implant. It was increased from a size 40 standard to a 40 +4 semiconstrained.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after ten days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this product: two due to infection, two for stability/poor joint issues, one due to trauma, and one due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. There was no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.